Event description:
A cartridge alarm was reported by the customer while the device was pumping insulin. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer successfully reloaded a cartridge and resumed insulin therapy.